Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the office due to hearing beeping tones from the device. The crt-d was interrogated and found to have received an alert that indicated high out of range pacing impedance measurements on this right atrial (ra) lead were recorded. Technical services (ts) checked device settings and was able to confirm that the beeping tones were programmed on. Ts also confirmed ra lead pacing impedances were out of range measuring to be greater than 2000 ohms. It was also noted that the ra lead is a non-boston scientific product. Ts believes cause to be possibly due to spring contact issue and discussed programming options considerations with the hcp. At this time, the crt-d and non-boston scientific ra lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the office due to hearing beeping tones from the device. The crt-d was interrogated and found to have received an alert that indicated high out of range pacing impedance measurements on this right atrial (ra) lead were recorded. Technical services (ts) checked device settings and was able to confirm that the beeping tones were programmed on. Ts also confirmed ra lead pacing impedances were out of range measuring to be greater than 2000 ohms. It was also noted that the ra lead is a non-boston scientific product. Ts believes cause to be possibly due to spring contact issue and discussed programming options considerations with the hcp. At this time, the crt-d and non-boston scientific ra lead remain in service. No additional adverse patient effects were reported.